Event description:
When patient sat on bed, the frame separated and she fell. (B)(6) from senior respiratory solutions thought the peg that holds the frame together needed a flared end so this wouldn't happen. Patient took ambulance from hospice to hospital.